Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cuts on the pink rubber probe and missing adhesive on the elevator cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the cuts on the pink rubber probe and missing adhesive on the cover occurred due to degradation of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.